Event description:
It was reported that in (B)(6), the patient was unable to do a pacemaker check because the implantable neurostimulator (ins) was on. No further information was reported.

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va03knf, implanted: 2012-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.